Event description:
It was reported during a low anterior resection procedure that the device did not staple. Took new instrument. No further information is available. There was no patient consequence.